Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that metal on metal hip. Patient has pain. We are reading to a metal head poly liner. Otherwise, the patient has a stable hip. No exact surgery date is available. Thought to be put in about 8 years ago. Doi: 8 years ago; dor: (B)(6) 2018; right hip.